Manufacturer narrative:
(B)(4).

Event description:
During follow-up, high shock impedance was noted on the rv lead. The lead was capped and replaced. The patient is in stable condition following the procedure.